Manufacturer narrative:
One cadd prizm vip pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint of 9 volt battery depleted alarm was confirmed. Event log review shows an instance of 9v depleted alarm on (B)(6) 2018 at 12:39. Service replaced the microprocessor board to repair the problem. The problem source is faulty microprocessor board.

Event description:
Information was received that the cadd prizm vip pump alarms 9 volt battery depleted. No reported adverse effects.